Event description:
Event summary: in a 3-cell antibody screening test the customer interpreted two doubtful results provided by erytra as negative, based on visual reading of the image of the microtube. The laboratory manager confirmed that there was no posttransfusion patient reaction and the posttransfusion sample showed no signs of hemolysis. The antibody screen performed with the posttransfusion sample was discernably positive. Detailed description: the technical & support specialist from grifols d. Fitzgerald visited the account on (B)(4) 2015 and was made aware that the site had missed an antibody on the erytra. There was a previous service request open for excessive doubtful results obtained in erytra. (B)(6) stated that the initial antibody screen results obtained doubtful results for antibody screening reagent red blood cells iii and a laboratory technician modified it to negative (also the result corresponding to cell ii was modified). It is noted that the user is allowed to modify doubtful results (identified by the erytra with the symbol "?") Upon visual inspection of the image of the microtube. The patient was subsequently transfused with two units. Two days later the patient had another antibody screen test done for additional transfusions and this antibody screen was positive and was stronger. An anti jk(b) was then identified. They pulled the initial antibody screen sample and repeated the test in ortho gel and the antibody screen was discernably positive. Upon investigation, only one of the units transfused was jk(b) positive. There were no visible signs of hemolysis in the second sample. An evaluation was performed by the manufacturer demonstrating that the erytra did not malfunction. Cronology of events: (B)(4) 2015: sample #(B)(6) is tested for antibody screening (3 cells). Doubtful results are obtained for reagent red blood cells ii and iii. The laboratory technician modifies the erytra doubtful results to negative upon visual inspection of the microtube images provided by erytra® (it is allowed to modify doubtful results based on visual inspection of the images). Between (B)(6) 2015: the patient is transfused with two units (one of the units is jk(b) positive). (B)(4) 2015: due to further transfusion needs a post-transfusion sample of the same patient is tested for antibody screening with clear positive results. An anti-jk(b) is then identified. (B)(4) 2015: the initial sample # (B)(4) is retested in the ortho system and pickles the reaction as "1+". Erytra again obtains doubtful results for reagent red blood cells ii and iii but this time the laboratory technician modifies these results to weak positive ("w+") upon inspection of the microtube images provided by erytra®.

Manufacturer narrative:
When a microtube image does not exactly fit the defined parameters of the reading software for negative (no agglutination) or positive (agglutination of "1+", "2+", "3+", "4+"), the affected card is sent to the service rack and a warning is attached to the sample test(s) on the erytra® view screen for the test profile. The result for that microtube can be either doubtful (identified as "?") Or "nr" (no read). The operator is then required to review the card and the image to determine if the image can be read and a result be determined. Most doubtful reactions and some "nr" can be visually read. In this case, the software adds an "m" in front of the read grading (meaning modified result). Doubtful ("?") And "nr" results alert the operator to potential sample quality or test preparation issues that allow the operator to investigate, and where possible, interpret the doubtful or "nr" result, repeat the test, or determine the sample suitability for testing. It is noted that obtaining doubtful results for very weak reactions should be considered "expected results" and not a lack of ability of the instrument to grade the reaction. The sample was not received for investigation but the erytra datafiles and logfiles were received and an evaluation could be conducted at the diagnostic grifols, s.a. Facilities. The analysis of the datafiles provided proved that the case reported corresponded to an extremely weak reaction caused by an anti jk(b). The laboratory manager confirmed that it was a laboratory technologist who made the determination of a negative result and manually changed the result on their erytra system. The evaluation demonstrated that the erytra operated within specifications. As the system had performed correctly, no corrective actions were deemed necessary in regards to the instrument or to the reagents used.